Event description:
Related manufacturer reference number: 2017865-2023-48566. It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator revealed that the right atrial (ra) and right ventricular (rv) leads were oversensing noise which led to pacing inhibition. The ra and rv leads were explanted and replaced. The patient was in stable condition.